Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that while the patient was at home, the power consumption from the patient¿s ventricular assist device (vad), increa sed to a value of 7.2 watts, at a speed of 2700 rpm. The site further reported that the patient had elevated flow estimations, hematuria, and hemolysis. The patient was admitted and treated with thrombolytic and antiplatelet medications. No further patient complic ations have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files, since log files covering the reported event date were not available for analysis. Of note, it was reported that the patient was admitted and treated with thrombolytic and antiplatelet medications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the high-power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flow, incorrect setting of alarm threshold. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicates that the hospital is considering re-lysis after patient had a thrombus on (B)(6) 2018. No further patient complications reported.